Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was observed and attributed to a system interconnection flex cable that was detached from a connector on the analog board. The cable was replaced to correct the reported problem. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a (B)(6) old female patient, the device prompted a "unit failed" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.